Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that the top of the single port monopolar curved scissors instrument was found to be broken off. There were no reports of patient involvement. Intuitive surgical, inc. (Isi) followed up with the customer and received the following additional information: a part in the tip of the instrument (distal end) that enters patient anatomy was where the damage was.